Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed into a highly calcified annulus which constricted the inflow portion of the valve frame. A pre-implant balloon aortic valvuloplasty (bav) was not performed. A bav was performed to dilate the frame. As the balloon was inflating, it dislodged up out of the annulus and up through the frame of the valve causing the valve to dislodge out of the annulus. It was determined that the valve was not occluding the coronary vessels. Subsequently, a second valve was implanted valve-in-valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.